Manufacturer narrative:
Radiology review results: post op CT images for l3-l4 olif procedure showed cage and screws backed off from vertebral bodies. A large inter-body graft was present. There appeared to be a graft and lateral interbody plate present at an adjacent level. It was not clear whether this second level was operated at the same time as the first but the interaction of the plates and added level may contribute to failure of one level. Also, the cage in conjugation with rhbmp-2 may or may not be within the labeled instruction for use (IFU). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent oblique lumbar interbody fusion (olif) at l3-l4. Post-op, the screw has backed off the vertebral body with the screw still locked into the plate. Patient has pain as a result of this event.